Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, this device was analyzed. Visual inspection of the device case and header noted no anomalies. Communication to the device could not be established via telemetry. There was no safety mode pacing observed. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. Detailed battery analysis determined that a failure was consistent with supplied battery component.

Event description:
It was reported that this pacemaker was unable to be interrogated. The field representative stated that the patient was not compliant with the device evaluations and the last check was performed 5 years ago. Technical services (ts) noted this device has been implanted since 2013; therefore, it was discussed it is most likely it is beyond the end of life (eol) stage. No adverse patient effects were reported. At this time, this device remains in service. Additional information was received that this device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported. This device has been received for analysis.